Event description:
The reporter contacted animas on (B)(6) 2012 alleging, the patient was admitted to the hospital on (B)(6) 2012 at 4:35 am with blood glucose elevation of >700 mg/dl with symptoms of nausea, vomiting, abdominal cramping and slight shortness of breath, increased thirst and urination, lethargy and irritability. The insulin pump was discontinued on hospital admission and was treated with lantus and novolog. The patient was expected to be discharged from the hospital on (B)(6) 2012 and to resume insulin pump therapy at that time. The last site/set change was noted to be on (B)(6) 2012 at 10:14 pm. It was unknown if there was a bent or kinked cannula when the site was changed out; however, the pump history showed that the site/set is not always changed out every two-to-three days as advised, but is sometimes in place for up to five days before being changed out. The site at the time of hospital admission had been in place for two days. The insulin pump went through troubleshooting by animas customer technical support (acts) and was determined to be delivery insulin appropriately. It was determined by acts that the adverse event was not related to pump functionality. All pump settings were noted to be correct during troubleshooting and the reported confirmed that the basal settings were correct. The reporter was advised by acts to discuss scar tissue and site rotation with the patient's healthcare provider as the speed of absorption can be affected by scar tissue at the insertion site. It was also determined by acts through review of the pump history that the patient, who was noted to be responsible for his own diabetes care, was not bolusing with meals or bg elevations. It was noted that the patient may not be testing bg levels per protocol since the patient is not bolusing. The pump history showed that most of the time the patient was only bolusing once per day. This complaint is being reported because it was adequately determined the patient was knowingly using the site/set/cartridge beyond the recommended number of days and experienced an adverse event resulting in hospitalization.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: due to continued use of the pump, the pump¿s history only contained dates from (B)(6) 2013 . There were no alarms associated with the complaint in the history. The user¿s programmed basal rates were correctly reflected in the daily insulin delivery total. During testing, 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, evaluation revealed a discolored display screen. A test screen was installed and the pump displayed properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.